Event description:
It was reported the patient received the following results within 15 minutes: a result in the "400's mg/dl range", a result in the "200's mg/dl range", and a result between "135 mg/dl - 140 mg/dl".